Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies found.

Event description:
It was reported that at a replacement procedure, the device had high impedance measurement on the right ventricular (rv) lead. Impedance was acceptable when the rv lead was connected to the analyzer and a new device. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.